Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up with a high impedance alert. The atrial lead exhibited high impedance and the out of range measurements were reproduced during provocative testing. No medical intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information stated that on (B)(6) 2017, the lead was capped and replaced. No further information was available.